Event description:
Reportedly, the associated ventricular lead was replaced on (B)(6) 2020 as it was not functioning properly. As abnormal pacemaker operation was observed with the new ventricular lead, it was suspected that the pacemaker was not working properly since implantation and it was decided to replace it.

Manufacturer narrative:
The subject pacemaker was manufactured and released according to applicable standard operating procedures.

Event description:
Reportedly, the associated ventricular lead was replaced on (B)(6) 2020 as it was not functioning properly. As abnormal pacemaker operation was observed with the new ventricular lead, it was suspected that the pacemaker was not working properly since implantation and it was decided to replace it.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the associated ventricular lead was replaced on (B)(6) 2020 as it was not functioning properly. As abnormal pacemaker operation was observed with the new ventricular lead, it was suspected that the pacemaker was not working properly since implantation and it was decided to replace it.